Manufacturer narrative:
This report was initially submitted following notification from a customer in serbia regarding a discrepant result while testing a male patient sample using the vidas® sars-cov-2 igg (reference # 423834, lot # 1008397990). The male patient was tested post-vaccination. The patient was vaccinated with the sinopharm vaccine. Per global customer service (gcs), the sinopharm vaccine is based on the injection of a whole inactivated virus so it will induce the production of various antibodies (including against nucleocapsid antigen, spike protein and rbd). The hospital obtained negative results using vidas® sars-cov-2 igg with a value of 0.69 (cut off <1 is negative). The customer also used a competitor method (method unknown) and obtained a positive result of 124.4 au/ml (> 50 is positive). A biomérieux internal investigation has been completed with the following results: the customer's sample was no longer available. Investigations: device history record: the review did not highlight any issue during the manufacturing, control and packaging processes of vidas sars cov-2 igg lot 1008397990. Quality control records: there is neither CAPA nor non-conformity recorded on this vidas assay in link with the customer's issue. Tests performed in the complaints laboratory. Control chart analysis: the analysis was performed for five (5) internal samples (two samples with a negative target and three with a positive one). The samples were tested on seven (7) batches of vidas sars cov-2 igg including vidas sars cov-2 igg lot 1008397990 mentioned by customer. All the sample results complied with the specifications and the lot was in the trend compared to the other lots. Test on vidas sars cov-2 igg. Internal samples: three (3) internal sample with a positive target and one (1) with a negative target were tested on: vidas sars cov-2 igg lot 1008397990 (customer's lot). Vidas sars cov-2 igg lot 1008197250 (not manufactured at the same period). All the results observed on these internal samples were in accordance with specifications with results not significantly different between both lots. Moreover, no significant difference of vidas sars cov-2 igg lot 1008397990 activity compared to the one observed before the batch release. No evolution over time was observed for this batch. It is mentioned in the package insert of vidas sars cov-2 igg ref (B)(4): at section limitations of the method. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably. At section sensitivity, the following information: "the sensitivity was determined by investigating 190 samples collected from 120 patients. Infection with sars-cov-2 was confirmed by pcr testing. The 190 samples were tested singly using the vidas sars-cov-2 igg assay on the vidas instrument. The sensitivity evaluated is 96.6% for samples collected after 16 days after pcr positive result." Conclusion: the customer's negative vidas sars cov-2 igg results were not reproduced when testing positive internal samples on vidas sars cov-2 igg lot 1008397990. Without any material from the customer, it was not possible to pursue further investigations. Therefore, no obvious root cause was identified. For reminder, some sars cov-2 assays available for detection of antibodies are based: on a total antibodies detection including iga, igm and igg antibodies, while vidas sars cov-2 igg is based on the detection of igg antibodies only. On the detection of antibodies against nucleocapsid antigen, while vidas sars cov-2 igg is based on detection of igg antibodies against rbd protein. Moreover, the sinopharm vaccine is based on the injection of a whole inactivated virus so it will induce the production of various antibodies (anti nucleocapsid antigen and/or anti spike/rbd protein). The name brand of the competitor method used was not available; therefore, the technology used is not known. The hypothesis is that the discrepant interpretation between vidas and the competitor method was linked to the serological profile of the concerned sample (antibodies type and target) which is differently recognized by the different assays. As mentioned in the package insert, at section limitations of the method. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to the data mentioned above, vidas sars cov-2 igg ref. 423834 lot 1008397990 is meeting its specifications. Note: reference: 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Event description:
A customer in (B)(6) notified biomérieux of obtaining discrepant results (suspected false negative) when testing a patient sample with vidas® sars-cov-2 igg (9cog) 60t (reference #:423834, lot 1008378840). The (B)(6) patient was tested two (2) months after having covid-19 to check the igg antibodies level. The same sample was tested and gave the following results : vidas sars-cov-2 igg gave a negative result (tv 0.76 and 0.81). Test with clia method gave a positive result (25 with cutoff 1.4). Rapid antibody test gave a positive result. It was indicated that the customer handled properly the sample and there is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. It should be noted that the printed test slips with the results from the minividas® indicated that there was "insufficient standard run or standard value out of range". Global customer service (gcs) recommended testing the sample with a valid calibration. However, no remaining sample was available. A biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The previous qc showed acceptable results. The field service engineer was dispatched, performed baseline checks and the results showed that the cell rinse volume was insufficient. Decontamination was performed and the cell rinse volume was corrected. Qc passed within customer guidelines. The investigation found that calibration and qc were acceptable. There was no indication of a reagent performance issue. The service actions resolved the issue.